Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0weln, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their device adjusted several times and that they were using up to 6-7 pads a day. Patient was not getting a 50% or greater reduction, and they would get 50% reduction for a while but it would not last. When the patient last had their device adjusted, they felt stimulation but did not feel stimulation at the time of the report. It was noted patient did not have therapeutic benefit and did not have good symptom control. No further complications were reported. Additional information was received. It was reported that the patient did fine during the 6-week trial they did and then the permanent implant worked very well for quite a while, for a couple of years and they would wear a pad not all the time but they were always prepared and had always worn one at bed time but they gradually got to the point where they wore a pad and they used strictly overnight pads all the time as anything less did not take care of them and they wore sanitary pants and wore their underpants or a panty girdle and they were just too frequently having an accident morning and night. Patient stated that they had incontinence for many years and before device had two slings put in. Patient wanted to know where they would be right now with results and therapy expectations with patient and types of adjustments were reviewed. It was confirmed that patient had access to the programmer and had the ability to change and/ or adjust programs. It was noted that stimulation was on. Patient reported that they were not feeling stimulation . It was reviewed that patient would increase the amplitude/ change programs. It was noted that patient felt stimulation in the correct area. Patient was redirected to the health care provider (hcp) if the problem did not resolve. Patient stated that back in 2014 they had a lot of medical problems which were not related to the device , two knee replaced and dislocated their shoulder so had surgery for it. Patient stated that right now they were getting over broken leg they broke last year and noted that their hcp knew about these falls/trauma. It was reviewed that falls/trauma could potentially damage/move device components and follow up with the hcp was recommended. Patient stated that they had trouble seeing the programmer because they were blind in one of their eyes. Patient asked if being at a high altitude could affect their stimulator and electromagnetic interference information was reviewed. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from a consumer (con). It was reported that the patient didn't feel like they were getting enough relief and was using too many pads. They weren't sure if they were using it correctly. Additional information was received. Consumer reported they were guided through how to increase feeling from their interstim. No further information reported. Additional information was received from a consumer (con). It was reported that the patient was walked through the process of adjusting the setting and it was much better for sleep at night. Four out of seven nights they would sleep for 6-7 hours, whereas before they were waking up every two hours. They still used 6-7 pads per day and the leakage hadn't stopped. Additional information was received from a consumer. It was reported that they had the device removed one week ago. The patient had it removed because they did not think the device was working. The patient said the surgeon did not remove the wire because they didn¿t implant and wasn¿t familiar with how to remove. Patient services reviewed that since the wire is still implanted, they needed to be aware that compatibility guidelines still apply. They also reported that they had the ins removed because they had been having constant uti¿s for several months. When asked the patient said the uti¿s started probably sometime in 2019. The patient also said an additional reason for the removal was pain when voiding and pain at the ins site. The real pain had started in may of this year both near the implant and when they void. The patients said since the ins has been removed, they no longer have pain when they void. No troubleshooting was performed.